Event description:
It was reported the patient was unable to feel stimulation with an amplitude as high as 10.5 volts intra-operatively during the trial. Impedance testing and reprogramming was performed. Impedances were reported to be high. Troubleshooting was performed, the leads were switched in the multi-lead trialing cable (mltc), but it was reported the same issue occurred. The issue persisted after the mltc was replaced to rule out an issue with the snaplid cable. The lead was reportedly replaced, and the patient was able to feel stimulation and continue with the trial. The patient reportedly had a successful trial and experienced 50% or more relief. It was reported there were no patient complications associated with the event, the patient¿s status was reported to be alive-no injury at time of current report.

Event description:
Additional information received reported that the manufacturer's representative had not been able to locate the item for return. It was stated that if it became available the file would be updated.

Manufacturer narrative:
Concomitant products: product ID 355531, lot # n390090, product type screening device. (B)(4).